Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the staple did not form correctly. The surgeon noticed at the end of the case of the unformed staples on the staple line. There were no patient consequences. Case completed by over sewing the staple line with suture.

Manufacturer narrative:
(B)(4). On what tissue type was the device used? Jejunum & gastric. At what location on the tissue? Close off of "enerotomy" of jejunojejunostomy & jejunum after circular stapler. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Last 2, #7 & #8. If echelon, during which stroke did the event occur? Post firing. What color cartridge was being used? Blue and white. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Prior, yes. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.